Event description:
It was reported that the procedure was treating a lesion in the femoral artery. The winn 200t guide wire experienced resistance with the balloon dilatation catheter during advancement and then also experienced resistance with the balloon dilatation catheter during retraction. The guide wire and balloon catheter were removed together as one unit. Another device was used to continue the procedure. It was noted that the guide wire sticks in the balloon and the coating is damaged. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance and difficulty to remove with the sds was able to be confirmed. The damaged coating was not able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.